Event description:
As holders of the emergency use authorization, siemens healthcare diagnostics is submitting this report on behalf of the manufacturer healgen scientific.the customer reported that their child had accidentally ingested buffer solution.there was no reported injury due to this event.

Manufacturer narrative:
UDI could not be included in this report since customer did not provide lot number. Event notified to healgen on (B)(6) 2022 was informed to siemens on 07/07/2022. The customer failed to follow the instructions provided with the device. The buffer solution is not intended to come in contact with the patient or user. Per the safety data sheet, "not classified as dangerous according to directive (ec) no. 1272/2008." Healgen provided a copy of the sds sheet and indicated the child should be seen by their pediatrician for evaluation. The manufacturer has requested more information from the customer to be able to perform further investigation, however the customer has not responded after multiple attempts. The cause of this event is unknown.